Event description:
Device malfunction: partial stent deployment. Time of device malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging the expert stent was found to be partially deployed. The customer reported there was no pt involvement. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.